Manufacturer narrative:
(B)(4).

Event description:
It was reported that during atrial capture testing, loss of capture was observed. High capture threshold was observed. Programming changes were recommended. The patient was asymptomatic throughout the check.